Manufacturer narrative:
One single dpt kit with IV line cut at 146cm from sensor was recieved for evaluation. The reported event of drop in readings was not confirmed. The dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that after a few minutes of use in a patient of this pressure monitoring set, there was an unexplained drop in the pressure readings. The drop in pressure readings caused an error in interpreting the examination. There was no allegation of patient injury reported. The device was available for evaluation. Patient demographics unable to be obtained.